Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead imlanted (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient heard an audible alert coming from the device for a couple of days and the next day the alert was not heard. The device was at elective replacement, explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.